Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the the patient was having chest pain and drove himself to the emergency room and was brought to the cardiac catheterization lab where he decompensated and was intubated. It was reported that the impella cp was inserted into the right femoral artery and the catheter revealed aortic dissection. The patient proceeded to code for forty-five minutes and expired. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.